Manufacturer narrative:
If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported male patient born in (B)(6) with a history of coronary artery bypass graft (CABG) and pure lv function died after completing the pulmonary vein isolation (pvi) carto procedure. Procedure went according to plan. An unspecified navistar¿ electrophysiology catheter and unspecified carto3 external refpatch were used in the procedure. After the procedure, the patient died. The patient suffered cardiac tamponade at the end of the procedure that required a pericardiocentesis, the patient also had cardiac arrest requiring CPR. The physician¿s opinion on the cause of this adverse event: not procedure related. Any reportable malfunction or serious injury that results in the death of the patient is MDR reportable.

Manufacturer narrative:
The product investigation was completed as the complaint device was not returned. It was reported male patient born in 1938 with a history of coronary artery bypass graft (CABG) and pure lv function died after completing the pulmonary vein isolation (pvi) carto procedure. Procedure went according to plan. An unspecified navistar¿ electrophysiology catheter and unspecified carto3 external refpatch were used in the procedure. After the procedure, the patient died. Device investigation details: since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturer record evaluation cannot be conducted because the no lot number was provided by the customer. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).